Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 5f sheath prior to an electrophysiology (ep) procedure. Reportedly, there was blood flow noted through the marker lumen and the feet were deployed against the vessel wall. However, two proglide devices were deployed where the needles went through the vessel wall and the sutures were deployed in the patient's skin. The sheath was upsized to 14f and the ep procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 5f sheath prior to an electrophysiology (ep) procedure. Reportedly, there was blood flow noted through the marker lumen and the feet were deployed against the vessel wall. However, two proglide devices were deployed where the needles went through the vessel wall and the sutures were deployed in the patient's skin. The sheath was upsized to 14f and the ep procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: when advancing the knots, the knots had to be pushed down harder with the bigger sheath size. No additional information was provided.